Event description:
It was reported that this implantable pacemaker had frequent interrogation alerts due to programming the right ventricular (rv) setting at fixed 0.25mv resulting in t-wave oversensing. Oversensing did not result in any pacing inhibition; however, the frequent implanted device alerts increase device power consumption thereby decreasing device longevity. Technical services suggested reprogramming options. The device remains in service and no adverse patient effects were reported.